Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench testing, stress testing, power cycling, hot-swapping of batteries, and verification of general defibrillation functions without duplicating the report. The monitor board was reworked, and the dock connector will be replaced to reduce the probability of reoccurrence. The device will be recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.